Event description:
I used the icy hot medicated patch -extra strength- for lower back pain. I used the patch for 3 consecutive days and developed a rash in the exact shape of the patch. I used the large patch for back and large areas. The patches are in a pouch with blue lettering. I have used hydrocortisone cream on the rash and it has mostly cleared up. I am still experiencing some itching and discomfort. Dose or amount: 1 patch, frequency: 8 hours. Dates of use: 8 hours, four days in 2008. Diagnosis or reason for use: back pain.